Manufacturer narrative:
Updated fields: h6 and h10. Correction to g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint and found excessive pressure when inflated (no error code), which is a reportable malfunction. Additionally, service found the pinch valve was broken and the front panel had poor appearance. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device insufflator failed several times and could not function as desired. The reported problem was found during an unspecified procedure, which was completed successfully with another device. There was no harm or user injury reported due to the event.